Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the device triggered safety mode. Premature battery depletion was alleged and an immediate replacement was needed. This device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a routine follow up the device triggered safety mode. Premature battery depletion was alleged and an immediate replacement was needed. This device remains implanted to date. No adverse patient effects were reported.